Event description:
The customer alleged that she received erratic readings when testing with her breeze2 meter. She received a reading of 52 mg/dl around 11:00 am one day. She retested around 2:30 pm and received a reading of 552 mg/dl. Two to three hours later, she collapsed and ended up at the hospital. Customer service made several attempts to contact the customer for additional information after the initial call, but there was no answer. The customer was advised to return her test strips for evaluation. Replacement test strips were sent to the customer.